Event description:
Healthcare professional reported left side "rupture was confirmed during the surgery". Healthcare professional later provided operative report which noted "removed due to back and neck problems, possible autoimmune issues" not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: removed due to back and neck problems, possible autoimmune issues - not device related events.